Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto the tissue but unable to release from the catheter despite several attempts. The procedure was completed with the another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address:(B)(6) block h6: medical device problem code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with evidence of full deployment. The outer-sheath was not returned with the device. Microscopic examination was performed, and it was found that the clip assembly was returned activated inside ta separate bag. No problems with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: h10 (investigation results)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto the tissue but unable to release from the catheter despite several attempts. The procedure was completed with the another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip unable to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with evidence of full deployment. The outer-sheath was not returned with the device. Microscopic examination was performed, and it was found that the clip assembly was returned activated inside ta separate bag. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and pin gage, and both were within specification. No problems with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto the tissue but unable to release from the catheter despite several attempts. The procedure was completed with the another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.